Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Fell apart - tampon [device breakage]. When removing tampon...fell apart [complication of device removal]. Case narrative: consumer reported via e-mail that tampon fell apart during removal. No injury reported.